Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several patients experienced "red man syndrome" from rapid vancomycin infusion while using a baxter clearlink extension set with "dial-a-flow" product. No physical irregularities were noted on the device prior to use, however, the flow control device failed to control the flow of solution even after the flow control was closed. There was no damage noted to the flow control device. The patients underwent an unspecified medical intervention due to the event. The patients' utcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests on the sample determined that the sample primed and flowed normally. No other issues were identified and the sample met product specifications. The lot number is unknown, therefore, a batch review was not performed. Should additional relevant information become available, a supplemental report will be submitted.